Manufacturer narrative:
Date of event: used the first day of the month of aware date, as event date was not provided.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was an area of in-stent restenosis located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during third inflation at 10 atmospheres for about 30 seconds, the balloon ruptured. The device was removed from the patient's body without any problem and pinhole on the balloon was noted. The procedure was completed with a different device. There were no patient's complications nor injuries reported and the patient status was good.